Manufacturer narrative:
The field service representative performed an inversion of ion selective electrode syringe blocks, and changed the ise degasser. No further issues were noted. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received random questionable ion selective electrode (ise) results for an unknown number of patient samples. Of the data provided for three patient samples, only the sodium results for two patient samples were discrepant. Sample 1 initial result was 148 mmol/l and the repeat result was 146 mmol/l. On another ise module, the result was 139 mmol/l. Sample 2 initial result was 152 mmol/l, repeat results were 140 mmol/l and 146 mmol/l. On another ise module, the result was 140 mmol/l. It was unknown if any results were reported outside of the laboratory. The patients were not adversely affected. The field service representative found the bottom of the ise vessel was "in a bad state with a lot of sample probe marks on the surface". The customer was asked to perform maintenance functions, calibration, qc, and samples.